Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8023822; medical device expiration date: 2020-12-31; device manufacture date: 2018-01-24. Medical device lot #: 8019501; medical device expiration date: 2020-12-31; device manufacture date: 2018-01-19. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: four (4) samples were returned in support of this complaint. Two (2) from lot: 8023822 and 2 from lot: 8019501. There were no anomalies or damage to the packaging and the units were with all components present and intact. The reported failure mode was not observed. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle retraction slow with lot #: 8023822 regarding item #: 381834. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of needle retraction slow with lot #: 8019501 regarding item #: 381834. Investigation conclusion: root cause is indeterminate: the alleged defect of needle retraction slow was not identified or confirmed, therefore a root cause was not established. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with needle retraction failure. There was no report of injury or further medical intervention.